Manufacturer narrative:
G2. Foreign: fr medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. It was reported that the patient felt stimulation very strongly and suddenly when going out onto their terrace. The patient mentioned that their neighbor recently installed a solar panel with an inverter. It was noted that the distance between the panel and the patient's terrace was a maximum of four to five meters. It was asked if it was possible that the solar panel was interfering with or disrupting the patient's therapy. It was also asked if there were any known interferences between spinal cord stimulation (scs) and solar panels.